Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the loosening of the segmental stem was not related to the design, manufacture, and/or sterilization of the revised implants.

Event description:
It was reported by m. Post, an onkos distributor, that a 15-year-old female patient with an eleos proximal tibial replacement underwent revision surgery on (B)(6) 2025 due to aseptic loosening of a cemented segmental stem. This report captures eleos segmental stem. This event will be reported as a serious injury due to the revision procedure.